Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the patient was in the recovery room resting in bed, when the patient moved to their side for cleaning the patient's heart rate dropped to 30 beats per minute. It was then confirmed that the right ventricular lead had dislodged. The lead was capped and replaced. No additional information was available at this time.